Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 (mg/dl). Customer administered a food and correction bolus to treat bg levels; however, bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion site and call tandem technical support for any future required assistance.